Event description:
The hcp reported the patient was experiencing no pain relief. "Confirmed csf backflow from catheter. Pump believed to be defective." The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.